Manufacturer narrative:
Additional information reported that "problem solved" after administration of 50mg actilyse. No information is available regarding any identified contributing patient factors with no known risk factors for thrombosis known for the patient. It was further reported that there was no device malfunction. Hw22602 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Signs of hemolysis including hematuria may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Investigation is in progress. Based on the available information no conclusion can be made regarding root cause of the event; however, there is no indication of any device manufacturing or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that the patient began having hematuria. He informed his center and was immediately admitted to the hospital. Agatroban was administered intravenously. Preliminary log file analysis on (B)(6) 2015 revealed one high watt alarm logged on (B)(6) 2015 . Post-thrombolysis log file analysis ((B)(6) 2015) found 53 high watt alarms logged since (B)(6) 2015 and an increase in power consumption above normal operating parameters from (B)(6) 2015 to (B)(6) 2015 with current parameters returning to normal operating range. The pump remains implanted and is not available for evaluation. Investigation is ongoing.